Event description:
Reporter indicated that a vns patient was hospitalized for post-ictal psychosis. The reporter felt the generator may be nearing end of service and this could be contributing to the psychosis. A battery estimate performed yielded 5.91 years remaining on the generator. The patient had been implanted with a vns for over 5 years. The patient later underwent prophylactic generator replacement surgery. Attempts for return of the explanted generator are in progress.